Event description:
A consumer reported to nova biomedical that "... Her meter has been giving results too far apart." The consumer reported she received a result of "lo" (less than 20 mg/dl) on her blood glucose meter, she immediately performed another test using the same meter and strips from the same vial getting the following result of 70 mg/dl. During the call to customer support, the consumer state that she control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the customer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020313213, expiration date, 08/01/2015, control solution: lot # 1030113018, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.